Manufacturer narrative:
(B)(4). Concomitant medical products: 00625006540 ¿ bone screw ¿ 63920931; 00625006530 ¿ bone screw - 63972282; 97.44.49 - roof reinforcement ring - 281580; 63.32.44 - low profile cup - 2953101; 00-8018-032-01 - femoral head - 63745615. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00144, 0002648920-2019-00145.

Event description:
It was reported approximately 3 months post left hip revision, x-rays show that one of the three bone screws used had broken and remains in the patient. It is unknown which of the bone screws had broken and no revision surgery is scheduled to take place at this time. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays showing the presence of the fractured screw. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.